Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) of a clinical study, via a manufacturing representative, reported issues with therapy following a fall which occurred daily since (B)(6) 2016. Reprogramming and system integrity checks were performed. Impedance check was within normal limits, but reprogramming did not resolve the issue. During the appointment on (B)(6) 2016, the patient could not increase settings because the upper limit had been reached. The upper limit was then removed. The night prior to the report, it was stated that the upper limit screen was seen again. An appointment was scheduled for (B)(6) 2016 for further troubleshooting. Symptoms included not increasing stimulation and not feeling stimulation. The change in therapy and symptoms was reported as being "sudden." Indication for use included gastrointestinal/pelvic floor. The issue was ongoing. A supplemental report will be sent if any additional information, including cause and outcome, is received.